Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse performed fiber optic test with a passing result. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service on the same day. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) prompted ¿unable to update timing¿/¿a.p. Optical sensing module failure¿. No patient harm, serious injury or adverse event was reported. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) prompted ¿unable to update timing¿/¿a.p. Optical sensing module failure¿. The iabp unit was swapped out and the end user continued therapy in manual mode. No patient harm, serious injury or adverse event was reported.